Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was an error code 5 malfunction of the instrument. Case completed with a same like device. There was no pt consequence.